Event description:
It was reported that the patient reported to the operating room for right ventricular lead repositioning procedure due to lead dislodgement. During procedure, failure to extend and retract the helix of the lead was observed. The lead was explanted and replaced successfully. The patient¿s condition during and post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.